Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's granddaughter that the right ventricular (rv) lead exhibited variable impedance, resulting in a lead integrity alert, and short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.